Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to over-sense noise resulting in pacing inhibition. The rv lead was also noted to have elevated capture threshold. Programming changes were made to resolve the issue. The patient was in stable condition.